Event description:
It was reported that a patient underwent a sling procedure approximately six months ago. The patient experienced a mesh erosion into the urethra post implant. There was no further information available at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.